Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be reopened should additional data become available.

Event description:
Boston scientific reported there were low impedances and noise on this rv lead. On fluoro there was a clear insulation issue with the lead. The physician attempted to implant another lead but the patient was occluded. The lead was left in service.

Manufacturer narrative:
Combination product: yes. Update 20. Aug 2025: rep at change-out today for normal battery depletion. When they opened the pocket, the rv 4137 was actually capped and there was an epicardial lead implanted in device. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported there were low impedances and noise on this rv lead. On fluoro there was a clear insulation issue with the lead. The physician attempted to implant another lead but the patient was occluded. The lead was left in service.